Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with unknown mentor gel implants. In (B)(6) 1992 the patient began experiencing tightness and the implants did not feel right. With the information we have available it is most likely that the patient is experiencing capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. If additional information is made available in the future, a supplemental report will be submitted. See 1645337-2018-07362 for contralateral prosthesis report.